Event description:
The customer reported that while the unit was in use on a pt, the unit did not detect all leads attached (ie., lead 2, lead 3, and avl), and the intra-aortic balloon did not inflate properly. The pt was switched to another unit and therapy was continued. No pt injury was reported.